Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/19/2009 and 05/26/2009 by phone, fax, and mail. A completed questionnaire was received on 06/03/2009. This report was mailed to FDA on: 06/12/2009.

Event description:
A surgeon reported a pt with an unexpected postoperative refraction and double vision following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the event continues and the pt is being treated with medication.